Event description:
Customer reported pt received blood glucose result of 27 mg/dl on gts advantage sys 1, and 313 mg/dl and 22 mg/dl on gts advantage system 2 within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in sys 2 (lot number 549819, exp date 09/30/2008).